Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp)¿s new batteries were not charging. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. (Type of investigation, investigation findings, component codes, investigation conclusions) the fse replaced the batteries (0146-00-0097) and performed calibration verification, functionality, and safety checks to factory specifications.